Event description:
It was reported that the pt experienced "failure of pain control". The hcp was unable to aspirate fluid from the catheter. It was determined that the catheter had dislodged. The add'l detail indicated "occlusion or dislodgement". The pt underwent surgical revision. The pump contained morphine sulfate 30 mg/ml at a dose of 1.999 mg/day (0.0666 ml). The pump also contained clonidine 300 mcg/ml and bupivicaine 30 mg/ml. The pt recovered without sequela.